Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. E3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a neuro intervention for stroke via 8 french sheath the 8 french angio-seal was used to close the patient's right groin. A pre-deployment angiogram was performed and according to the tech it looked clean. According to the staff, there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device appeared to not function and hemostasis was not achieved. The doctor and tech held pressure until hemostasis was achieved. A doppler was performed on the right foot and signals were achieved on the right foot. There was no hematoma on the right groin. Later that day (3:16 am) the staff was notified that the patient had to go to operating room (or) for a cut down on the right femoral artery and the collagen was removed. The blood loss was less than 250cc, and the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause cannot be determined. The angio-seal device was deployed, but hemostasis was not achieved. Manual compression was performed to achieve hemostasis. Vessel occlusion occurred postoperatively, and the components were removed through intervention. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. As a result, the complaint was confirmed for closure complication. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits.